Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross-talk oversensing. Oversensing of the atrial channel resulted in pacing inhibition. Technical services provided reprogramming recommendations. This crt-d remains in service. No additional adverse patient effects were reported.